Event description:
A complaint was received from the wire of a dex system user. Patient stated that the meter missing segments. While on the phone a review of the system was conducted. It was learned that a portion of the "units" digits was missing segments. A request was made to return the unit for evaluation and in the meantime a replacement unit was provided.